Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, unexpected restart, and excessive no delivery test, no alarms were noted. The device had minor scratches on the lcd window and reservoir tube window, cracked belt clip slot, cracked battery tube threads, and broken reservoir tube lip.

Event description:
It was reported that the customer received an unexpected restart alarm, then had to reset the time and rewind the insulin pump. The customer mentioned a previous issue of the battery cap coming off the insulin pump. Upon checking the alarm history of the insulin pump, the customer stated that she had received two external ram crc error alarms, a no delivery alarm as well as a weak battery alarm. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised to monitor the insulin pump and wear it until the replacement insulin pump arrived unless she received more alarms or experienced other issues. The customer's blood glucose was over 600 mg/dl. The customer treated herself with a bolus. Advised that a replacement battery cap and a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.